Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973333. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head roates yes, nose shroud cracked/broken no, staples in nose no, staples in track yes (22), trigger engaged with precock yes. Functional tests & results: cylced instrument yes. Analysis conclusion: based upon the inquiry info, visual inspection and functional test, it was concluded athat a misaligned staple found in the cartridge nose may have caused the instrument to jam during surgery. The instrument was cycled and misfired several times. After removal of a misaligned staple, the instrument was cylced and fired 21 staples properly formed. No conclusion could be reached as to how the staple became misaligned in the nose. Co reviews each incident as it occurs in an effort to continuously improve the products and process.